Event description:
The device reportedly gave a constant connect electrodes message during pt use. The electrodes were discarded following the reported event. The incident report and cassette tape containing the pt event record were forwarded to MFR's address for further analysis. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.